Event description:
It was reported that upon power up, the screen flashed and then went blank. A patient was connected to the device at the time malfunction, however, no injury or discomfort resulted to the patient.